Manufacturer narrative:
(B)(4).

Event description:
It was reported that the clinician noted intermittent ventricular undersensing. The pacemaker dependant patient did not experience any symptoms. No intervention had been reported.